Event description:
On (B)(6) 2012, this (B)(6) year old female underwent a total left hip arthroplasty under dr. (B)(6). A stryker rejuvenate modular stem and neck device was implanted. Pt became symptomatic with her hip. On (B)(6) 2014, she underwent hip aspiration/biopsy. On (B)(6) 2014, patient underwent revision of the left hip and had the stryker rejuvenate device explanted by dr. (B)(6). Extensive debridement of the joint was done.